Event description:
It was reported that the patient presented for remote follow up via merlin.net. A review of the transmission revealed recorded episodes of non-sustained right ventricular oversensing (nsrvo) caused by intermittent right ventricular (rv) capture by the implantable cardioverter defibrillator (ICD). It was noted that the left ventricular lead had been previously deactivated due to diaphragmic stimulation. Additional programming interventions were made to address intermittent rv capture. There were no patient consequences.